Event description:
Vague device complaint- won't turn on or off. Logic board- blown fuse. There was patient involvement. The complaint was received from service depot "device will not turn on or off¿. The device as been in service 3 times for same complaint. Although requested, no additional information about the patient, medication, or event provided.

Manufacturer narrative:
The customer¿s experience with returned syringe module not turning on or off after being in service for a third time was confirmed and replicated during the investigation. A service history review showed the device in service twice, on 02 aug 2017 and on 03 jul 2018. In both instances the fuse was replaced on the logic board. As received, customer¿s syringe module was identified with the internal logic board fuse blown as exhibited during previous repairs performed by service. Initial test results, consisting of replacing the blown fuse with a known good fuse showed the device losing power after infusing for approximately two hours, inadvertently blowing the fuse on the logic board. With a new installed logic board, infusing for 24 hours, demonstrated the device performing without observing previous malfunction. Tests on the original logic board, consisting of a 24 hours infusion, analyzing temperature reading on the associated stepper motor drive circuit ic fets (q3 ¿q7) and current measurements across the fuse socket showed no obvious signs indicative of a specific failure. A final logic board (original) test, installed with a new fuse, demonstrated the syringe module infusing successfully for 24 hours. Test results point to a possible intermittent failure with an internal circuit on the logic board inadvertently blowing the fuse during use. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
The complaint was received from service depot "device will not turn on or off¿. The device as been in service 3 times for same complaint. Although requested, no additional information about the patient, medication, or event provided.